Event description:
The pt called alleging erratic readings on the device. The pt mentioned that the meter displayed a reading of "low" and when she retested she received a reading of 114, 122 and 120 mg/dl. The pt did not experience any symptoms at the time of testing and did not seek medical attention. The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. The control solution had been opened for less than three months. Test strips failed using the control solution had been opened for less than three months. Test strips using the control solution test twice 141 and 137 (97-131). Based in the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.